Event description:
It was reported that the pulse generator exhibited no output and could not be interrogated.

Manufacturer narrative:
Final analysis found the pulse generator exhibited loss of ouptut and telemetry due to high current drain. The device exhibited normal electrical characterisitcs including current drain after a power "on" reset the device. The high current drain condition could not be reproduced during all tests.